Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the device was inspected prior to use and there was nothing noticed to the visible or naked eye; the forceps appeared to be functional at first glance. The defect was located at the distal end- forceps were not holding properly. There were no damaged or broken cables. There were no material missing or detached from the device. The device is available for return. There are no images or videos of the procedure available for isi to review.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.